Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, there was a leak at the connection between the supply line of the homechoice cassette and the supply bag, which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2267 (air in line/set) alarm. The patient was not connected at the time of the alarm. This occurred during set up of peritoneal dialysis therapy. During troubleshooting, it was reported that there was a leak at the connection between the supply line of the homechoice cassette and the supply bag that led to this alarm. The nurse stated the connection was tight and no sharp objects were used to open the pouches. There were no visible tears or pinholes. Renal therapy services (rts) assisted the nurse with clearing the alarm. Proper procedures per the user manual were reviewed with the nurse. There was no report of patient injury or medical intervention associated with this event. No additional information is available.